Event description:
The patient was reportedly experiencing ongoing intermittencies followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. The patient also experienced pain for a few minutes behind the pinna down to the neck. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.